Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged post-operative complications experienced by the patient. If additional information is received a follow-up MDR will be submitted to the FDA. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. There were no incomplete clamps involving the stapler 45 instrument. All stapler reload firings were completed successfully. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon claimed that after undergoing a da vinci-assisted low anterior resection procedure, the patient experienced a staple line leak and developed sepsis as a result of alleged malformed staples. However, at this time, the root cause of the post-operative complications is unknown.

Event description:
It was reported that after completion of a da vinci-assisted low anterior resection procedure, the patient became septic. According to the surgeon, staples allegedly did not close fully on the ¿proximal staple fire.¿ the patient underwent open surgery to repair the anastomosis. On 03/26/2018, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: during the da vinci-assisted surgical procedure, there were no reported intra-operative complications or a malfunction of a da vinci system, instrument, or accessory. Post-operatively, the patient became septic and a staple line leak was identified. According to the csr, the surgeon claimed that during the open surgery to repair the staple line leak, some of the staples did not appear to have a ¿b-shaped¿ formation. Therefore, the surgeon alleged that the malformed staples caused the staple line leak.